Manufacturer narrative:
The customer reported that the screen on the bsm (bedside monitor) went blank (black). The monitor lost communication with the cns (central monitoring system). The ac and power indicator lights were both on. The biomedical engineer tried rebooting the device but the screen was still blank. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter board was replaced which corrected the issue. When the device was received it was noted that the device had physical damage to the touchscreen. The touchscreen and packing was replaced.

Event description:
The customer reported that the screen on the bsm (bedside monitor) went blank (black). The monitor lost communication with the cns (central monitoring system). The ac and power indicator lights were both on. The biomedical engineer tried rebooting the device but the screen was still blank.